Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient's mother, who is a registered nurse, intervened and gave the patient treatment during a hypoglycemic episode. One ampule 1mg of glucagon was introduced. The patient was in a semi-conscious state. Additionally, patient's mother tested the receiver and it did not beep. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.